Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited increased values in shock impedance in the last months, with out-of-range outliers of up to 149 ohms. Additionally, the pacing impedance measurements in the april to may timeframe had been high, out-of-range at 2611 ohms. However, current shock and pace impedance measurements were within normal range. At the follow up, normal r-wave amplitudes were observed and the threshold measurements were 1.0v@0.4ms. Lead integrity testing was performed and no out of range impedance values were provoked. No artifact was produced during troubleshooting with manipulation of the device and isometrics. The pacing impedance measurement was 440 ohms and the shock impedance value was 100 ohms. The physician elected to program off brady and tachy therapy and the patient was sent to the nearest hospital for x-ray imaging and a life vest. No adverse patient effects were reported. The device and rv lead remain implanted but not in use, pending resolution.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited increased values in shock impedance in the last months, with out-of-range outliers of up to 149 ohms. Additionally, the pacing impedance measurements in the april to may timeframe had been high, out-of-range at 2611 ohms. However, current shock and pace impedance measurements were within normal range. At the follow up, normal r-wave amplitudes were observed and the threshold measurements were 1.0v@0.4ms. Lead integrity testing was performed and no out of range impedance values were provoked. No artifact was produced during troubleshooting with manipulation of the device and isometrics. The pacing impedance measurement was 440 ohms and the shock impedance value was 100 ohms. The physician elected to program off brady and tachy therapy and the patient was sent to the nearest hospital for x-ray imaging and a life vest. No adverse patient effects were reported. The device and rv lead remain implanted but not in use, pending resolution. At the hospital, x-rays were performed and showed normal integrity of the system, with no evidence of fracture. The impedance measurements remained stable with the patient at rest, as well as during movements and respiration. Other lead diagnostics were normal. The reason for the increase in shock impedance measurements could not be determined. After consulting with a colleague, it was agreed that the impedance values have been stable for six months, so no lead revision was planned, and all ICD therapies were programmed back on and the patient was released. The device and rv lead remain implanted and in service, with routine follow-ups scheduled.

Manufacturer narrative:
This report will be updated if additional information is received.